Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed this is suggestive of a lead conductor fracture. A chest x ray was recommended. Additionally, this lead exhibited low out of range pace impedance measurements. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed this is suggestive of a lead conductor fracture. A chest x ray was recommended. Additionally, this lead exhibited low out of range pace impedance measurements. Further information was received that reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.